Event description:
Initial report was: an (B)(6) female with previous history of severe live dysfunction and esophageal varices, as well as recurrent nerve paralysis and known severe bleeding disorders prior to procedure, underwent aaa repair on (B)(6) 2007. Blood leaked from hemostatic valve of the delivery sys (1820334-2008-00012). Pt's blood pressure dropped from ap100 prior to leakage to ap80 after leak. Four units ffp were transferred into pt, who recovered. New info received on (B)(6) 2009, indicates that the pt is male and also suffered a type I endoleak at the time of initial procedure in 2007. Pt's anatomy was suitable for endovascular repair and conducted as labeled. A proximal type I endoleak was found. Another MFR's stent was placed using a maxi balloon catheter in the endoleak site. Confirmatory angiography showed the endoleak was resolved. A slight type ii endoleak from the lumbar artery was noted and a wait-and-see approach was adopted and the procedure was completed. F/u (B)(6) 2007, no findings observed thus no add'l treatments. On (B)(6) 2008 development of hepatocarcinoma due to an excerebration of the hepatocirrhosis suspected. The esophageal varices was being treated. On (B)(6) 2009, the endoleak was confirmed to be resolved and no other findings were observed. For the hepatocirrhosis, CT scanning was performed. As of (B)(6) 2008, the pt has recovered.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. At this time, from the info provided, we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.